Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited loss of capture. Fluoroscopy revealed a lack of lead slack. Dislodgement was caused by patient twiddlers syndrome. During lead revision, the lead did not allow the stylet to advance. The lead was instead explanted and replaced. The patient was stable and asymptomatic.